Event description:
It was reported that after the insertion of the (B)(4) intraocular lens into the pt's eye, the surgeon noted that the leading haptic was adrift from the optic in the eye. The surgeon then enlarged the incision and removed the lens intraoperatively. After the surgery the pt's intraocular pressure (iop) increased to 60 and the pt received treatment. The pt's iop has returned to normal, and she is improving gradually.

Manufacturer narrative:
The lens was lost by the user facility and will therefore not be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.